Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Patient called stating that in (B)(6) of 2015, she had a competitor right knee implanted with stryker cement. In (B)(6) of 2017, a physician advised the patient that she had an allergy to the barium in the cement. In (B)(6) of 2017, the knee was revised to a t2 nailing system. Patient stated that she has medical records.